Event description:
Allegedly the distal extraction slot is deforming from repeated use of slap hammer extractor.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00476.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for the item/lot. The product was not returned. (B)(4).